Manufacturer narrative:
The controller was allocated to the patient at implant, (B)(6) 2015. The capacity of the batteries at the point of power switching varied from full to half power. There was no reported damage or trauma to the controller. There are no apparent contributing clinical factors to the reported event. The controller in question was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed critical battery alarms, power disconnect alarms and switching events prior to the 25% threshold. Analysis of (B)(6) build records revealed that the device met specifications prior to its release to the field. The device was related to the reported event; however the event could not be replicated at the bench level since the unit was not returned for analysis. Log analysis indicate that most of the power disconnect alarms might have been caused by a faulty or under voltage cell in battery . The critical battery alarms and the premature power switching were most likely caused by a communication error between controller and battery. Heartware has opened an internal investigation to evaluate communication problems between batteries and controllers. Also fsca apr2015a and fsca dec2015c were issued. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient has been having recent episodes where the controller has been showing power disconnect and power switching despite changing and monitoring batteries. There was no obvious contamination in power connection no.1. The issues occur despite switching batteries and are intermittent and unpredictable. The controller was replaced and no effect on the patient. Investigation is ongoing.